Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found e116 error, foot rubber wear, and dust adhesion inside the main unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor was being repaired and an error code e116 appeared. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be identified. However, it is likely that the phenomenon occurred due to faulty graphics processing unit. Olympus will continue to monitor field performance for this device.